Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports that a left revision procedure occurred on (B)(6) 2011 due to patient allegations of pain, loss of range of motion, and elevated metal ion levels. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿ fretting and crevice corrosion may occur at interfaces between components.¿ this report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-03065 & /2014-00554/-00555/-00556).

Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports that a left revision procedure occurred on (B)(6) 2011 due to patient allegations of pain, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient's (B)(6) 2011 left hip revision medical records noted the revision was due to pain and elevated metal ion levels and noted the presence of fretting and corrosion at the femoral trunnion, fluid, dark stained tissue and chalky debris. The modular head was removed and replaced. Medical documents further noted that the patient underwent a right total hip arthroplasty on (B)(6) 2006. No information available indicating that a revision on the right hip has been performed.